Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level (bg) was 400 mg/dl and an insulin injection was used to address the high bg level. The customer changed the supplies to the pump and resumed insulin delivery. As the occlusion had occurred in the past and the supplies to the pump had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.